Event description:
It was reported that sample leakage occurred while using the bd bactec¿ plus aerobic/f culture vials (plastic). There was no report of patient impact. The following information was provided by the initial reporter: blood leak in bottom of bd vial. Blood leak in bottom of bd vial and this vial can not incubate in bactec instrument.

Manufacturer narrative:
H6: investigation summary: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 3008352382-2021-00002 was sent in error. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. This particular event would require the user to acquire replacement material in order to use as intended. This event results in user dissatisfaction. These physical defects do not negatively affect the results, and would render the product unusable. This is unlikely to cause serious injury. H3 other text : see h10.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sample leakage occurred while using the bd bactec plus aerobic/f culture vials (plastic). There was no report of patient impact. The following information was provided by the initial reporter: blood leak in bottom of bd vial. Blood leak in bottom of bd vial and this vial can not incubate in bactec instrument.